Event description:
Information received indicate the hi/low function is drifting.

Manufacturer narrative:
The technician found grease leaking from the seal around the motor shaft causing the drive brake assembly to slip. The technician cleaned the drive and replaced the drive brake assembly and motor to repair the bed.